Manufacturer narrative:
The device was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker system exhibited noise and oversensing on the right ventricular (rv) lead. The noise was unable to be reproduced with isometrics and the sensitivity setting was decreased. Subsequently, the patient underwent a revision procedure and this rv lead and pacemaker were explanted and replaced. No additional adverse patient effects were reported.